Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that, during the device evaluation, the subject device presented a blurry image, and the objective lens showed contamination and dirt on its surface. There was no patient involvement.